Manufacturer narrative:
The insulin pump passed self test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had unexpected restart alarm after battery change due to interface board voltage leak. All operating currents are within specification. The insulin pump was downloaded properly to (B)(4). However, several history check failed alarms were found at the alarm history file. The insulin pump had history check failed alarms due to a corrupted history file. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.